Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an endocardial ventricular tachycardia (vt) ablation procedure, communication issues resulted in the procedure being cancelled. A voltage map was created in voxel mode, then the first vt was mapped and then ablated. A second vt onset was observed and mapping was started but the advisor hd grid mapping catheter was in "no location" state in many areas of the ventricle, even in areas where there were voxels. The catheter was also in low confidence. The catheter cable was exchanged but the issue persisted. The catheter was exchanged but this did not resolve the issue. The vt was mapped in bipolar mode with the flexability, however, the map resolution was poor. A message then appeared indicating an impedance shift. The delete voxels button was selected and it was attempted to create the voxel cloud again with the mapping catheter, but it was almost impossible. We switched to navx mode for the rest of the procedure. At the end of the procedure, we returned to voxel mode but it was not possible to perform the voltage map with the mapping catheter and the procedure was cancelled.

Manufacturer narrative:
The case study and a video were provided for review. Review of the provided files confirmed the reported event. No location messages were observed on the waveform acquisition window and the catheter was in low confidence state with gray splines and yellow electrodes shown. The root cause of the issue was irregular impedance issues. The software was operating as designed and no anomalies were observed.